Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00756 & 2017-00035).

Event description:
Legal counsel for patient reported hip revision approximately seven years post-implantation due to pain, stiffness, elevated metal ion levels, and pseudotumor. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.